Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening assessed as surgical damage. Additional observations: brown particles observed on the surface of the shell. Observed wear abrasion on the device. Observed creases on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Physician reported rupture of the right implant diagnosed by ultrasound. Device explanted and replaced with non-allergan brand.

Event description:
Physician reported rupture of the right implant diagnosed by ultrasound. Device explanted and replaced with non-allergan brand.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. Continued e1 phone number: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: device patch with lot number 2861510 and catalog number tsm-275g. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.